Event description:
It was reported that the electrocardiogram (ECG) transmitted by the programmer link did not display the loss of capture that occurred during a capture threshold test. Subsequently, the patient experienced a syncopal episode resulting in loss of consciousness. The physician performed the test again with an external ECG cable and successfully identified when loss of capture occurred. No additional intervention was performed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of electrocardiogram (ECG) anomaly was confirmed. Analysis of the system revealed that telemetry noise was present during capture threshold testing. The telemetry noise masked the cardiac signal which resulted in the programmer ECG not indicating loss of capture when the pulse voltage decremented below the patient's capture threshold. The cause of the telemetry noise was not established.